Manufacturer narrative:
Per the tandem diabetes user guide: ever fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 46 mg/dl. Customer disconnected from the pump and consumed carbohydrates to address bg. Upon follow up, customer reported bg was over 100 mg/dl. Technical support advised customer to consult with their healthcare provided and educated the customer to not be connected to the pump during the fill tubing process. Customer understood and acknowledged. No further assistance required.